Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that the pt underwent a revision surgery. It was reported that the anti-rotational tab broke off on the hmrs left distal femoral prosthesis. It was reported that the unit had originally been implanted about 20 years ago.